Event description:
It was reported that the insulin pump alarmed button error. Prior to the alarm, the customer went swimming while wearing the insulin pump. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
The display was blank due to moisture damage on the electronic assembly.